Event description:
It was reported to medtronic minimed that the customer stated that the pump is draining the battery too fast. The customer reported receiving the replace battery alert. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for the short battery lifetime and the replace battery now found in the alarm history. Troubleshooting was performed for the replace battery now alarm, and the serialized device was replaced. This was the second occurrence of receiving a replace battery alert without receiving a low battery warning first. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884l was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the sleep current test, active current test, and self-test. Test p-cap locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found a relevant battery alerts, alarms, or anomalies in the pump history files and traces on 04/17/2025 at 20:41:00.000. Found pump error 53 alarms in the pump history files and traces on the event date of 30-apr-2025 at 04:30:46.000 due to a possible hardware failure (file #: 171, line #: 472, esf #: (B)(4)). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. Charge/battery lasts less than expected and unexpected battery power loss were not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump error 53 (file #: 171, line #: 472, esf #: 4665808) was confirmed in the pump history files and traces due to a software anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.